Event description:
Caller reported aviva system blood glucose results of 269 mg/dl, 116 mg/dl, 152 mg/dl, and 138 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.